Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down/smartphone: lockdown omnipod 5 software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient experienced hyperglycemia (26 mmol/l or 469 mg/dl) after leaving for school. The caregiver stated that the patient was new to the omnipod 5 and began treatment on tuesday. The following day, the pod ¿lifted¿ without acknowledgment. The insertion site was not specified. The patient was treated with a manual injection by their diabetes educator. The patient was able to successfully resume treatment within an hour. Increased education and reinforcement was suggested for the patient.